Manufacturer narrative:
One device was returned for repair in used condition. Physical condition of this device has scratched lcd lens, peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. This device has not been serviced in the review period. No evidence was found in event history log. Primary reported problem was duplicated. During functional test the air detector was loose and also did not pass the height test. The cause was the air detector. Replaced the air detector to fix the reported problem and bring pump into full functionality. Device passed all functional tests after repairs.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's air detector sensor was lose. The event occurred during testing, there was no patient involvement.